Manufacturer narrative:
One device was received. Visual inspection noted the quick connect was corroded, water tank cover had some scratches on it, pole clamp and front cover was discolored. Functional testing: put water into water tank, attached temperature check, plugged line cord into outlet and turned device on. Water was coming out of the bottom of the water tank cover confirming the complaint. The root cause was a worn and loose gasket however it is unknown what caused the malfunction. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced gasket. Replaced printed circuit board (pcb), quick connect, water tank cover, front cover, pole clamp, micro switch, performed preventative maintenance (pm) and calibrated. Device passed all functional and delivery tests.

Event description:
Additional information received via email and attached to complaint object: the leak was during room set up prior to use. No patient involvement was reported.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking from the bottom. Patient involvement is unknown.